Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve not shifting. Additional malfunctions include the hose clamps were leaking, and the power switch had no alarms.